Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the stapler did not fire at the time of stapling although the surgeon was able to press the green button and squeeze the handle. The handle also broke off. Device substituting was done to complete the procedure. There was no patient injury.